Manufacturer narrative:
H3 other text: device has reached end of life.

Event description:
It was reported to philips that the joule output does not match the selected input. The customer called and spoke with a philips representative. The representative informed the customer that the device has reached end of life and parts are no longer available. No troubleshooting was performed. Upon conclusion of the evaluation, the cause could not be determined. The customer was informed that the parts are no longer available as the device has reached end of life. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The customer is aware of the end of life terms and the device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the joule output does not match the selected input.